Event description:
It was reported that the customer experienced a twisted trailing haptics with the intraocular lens (iol). The customer stated that the nurses have not changed anything in the preparation steps, and on the whole it is mostly an inconvenience rather than an issue. However, there was a case where the capsule tore as the trailing haptic unfolded. In this instance the surgeon had to convert to vitrectomy. Reportedly, the patient was already booked for a combined phaco/vitrectomy procedure. As the trailing opened the surgeon feels it tore the capsule. The surgeon stated that the patient may have already had a weakness but the sudden opening of the trailing haptic didn't help. When the capsule tore the lens flipped onto its side and almost went through into the vitreous. The surgeon enlarged the incision and took the lens out in 1 piece. The patient had an ac lens implanted and has not had the visual outcome the surgeon was hoping for. However the patient is happy with the result. Additional information was requested but was not received.

Manufacturer narrative:
Device is not available for investigation due to the surgeon discarded the sample. Correction to the initial MDR. Model number reported unknown is corrected to pcb00. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.